Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved a micro clave clear neutral connector. It was reported that bedside nurse found the PICC line leaking from both lumens. Upon investigation it was noted that the first cap posiflow attached directly to the PICC line was loose. The nurse called in PICC nurse and notified her. They tightened the caps and there was not further leaking noted. The event occurred during infusion. There was patient involvement and no harm reported.